Manufacturer narrative:
The returned device was evaluated. During this testing the led displays on the device were found to be functioning as designed. There was significant corrosion/contamination on the system board. The power button on the keypad is also worn. Excessive corrosion/contamination on the system board may have caused the device to not display properly due to liquid ingress.

Event description:
It was reported that several segments are not displaying on both levels of led display. There was no known impact or consequence to patient.